Event description:
An nmpa report 1233502042024000124 was received and reported a cx50 ultrasound system was not available during a critical procedure. The cx50 ultrasound system was found to be unusable for an unspecified reason when attempted to be used for a bedside examination and ultrasound guided internal jugular vein catheterization. The exam was performed on a patient with unstable circulation and concomitant septic shock. A backup ultrasound system was used for the examination. There was no reported patient or user harm as a result of this issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The service engineer inspected the actual system and verified the system could not boot up and displayed the philips logo. The software was reinstalled to resolve the customer¿s immediate concerns. The engineer team investigated using the customer¿s version of software, a system was rebooted multiple times to determine if the system would hang. The system worked as intended and the issue was not able to be reproduced.